Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
An other health care professional reported that significant reduction in vacuum during cataract surgery with intra ocular implant. It was unable to vacuum some remaining pieces of the cataract. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product lot information for this consumable procedure pack is unknown, therefore the device history records traceable to the reported procedure pack could not be reviewed. Significant reduction in vacuum was reported. Three wet active fms (fluidics management system) in the tray were visually inspected. The drain bags were detached from the drain bag tape on the covers due to saturation. The drain bag tapes were adhered on the cassettes properly. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fitting at the aspiration tubing insertion end. The samples were tested using a console. Sample two failed to prime and generated a system message code. A leak occurred at the aspiration tubing to cassette insertion due to a lack of solvent which created channeling between the wall of the cassette and the aspiration tubing. Sample one and three primed and tuned with the sentry handpiece and a 0.9mm abs (aspiration bypass system) tip and infusion sleeve from lab stock, successfully and the service data could be retrieved. No system message code displayed on console screen. The samples functioned within specification. The root cause is consistent with an assembly error during the wetting of the tubing with solvent and subsequent insertion to the cassette. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of observed issue from occurring. This complaint has been reviewed and it is determined that no further actions will be pursed at this time. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.